Event description:
It was reported, the coating of the camera head cord was broken and the coupler side cord was disconnected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the camera cable has a broken film.the oredome on the main unit side was detached. The device evaluation found the following new failure phenomena:corrosion on free lock lever and video connector's electrical contacts, cracks on video connector, scratch on the lens, scope mount operates slowly and water immersion in main body imaging. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. The following statement is found in the "warning" in the "storage" section of the instruction manual. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break. The following description is found in "caution" in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.